Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. Device analysis found that the impedance was high. X-ray inspection found that the ICD's can wire connection was broken resulting in the high impedance.

Event description:
It was reported that the hv lead impedance had increased since (B)(6) 2010. While preparing for surgery, a 1000 ms artifact was observed on the rv to can, v-tip to can, and v-ring to can channels. The artifact was not observed on the v sense amp or other channels. During the surgery, it was determined that the ICD was the cause of the high impedance.